Manufacturer narrative:
Estimated date of event. The unique device identifier (UDI) is unknown because the part number was not provided. Estimated date of implant . The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of myocardial infarction and thrombosis, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The reported death referenced is being filed under a separate medwatch report number. The rx vision device referenced is being filed under a separate medwatch report number. Attachment article, titled "does large vessel size justify use of bare-metal stents in primary percutaneous coronary intervention? Insights from the examination trial."

Event description:
It was reported through a research article identifying that xience v and multi-link vision stents may be related to the following: death, myocardial infarction, stent-thrombosis, rehospitalization and revascularization. This article summarizes clinical outcomes of 1489 patients that were treated with xience v and multi-link vision stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "does large vessel size justify use of bare-metal stents in primary percutaneous coronary intervention? Insights from the examination trial."